Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus. Block h11: investigation results the returned cre pro wireguided dilatation balloon was analyzed, and a visual inspection found no damages to the device. Functional and microscopic inspection found that the balloon had a pinhole located approximately 15 mm from the tip of the device. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon pinhole was confirmed. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy procedure performed on (B)(6) 2024. During the procedure, water leaked out of the balloon right after inflation. The customer also reported that the balloon portion of the device was broken. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. ***additional information received on june 24, 2024*** the customer reported that the balloon portion of the device had a hole.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy procedure performed on (B)(6) 2024. During the procedure, water leaked out of the balloon right after inflation. The customer also reported that the balloon portion of the device was broken. The procedure was completed with another cre pro wireguided dilatation balloon. No further information has been obtained despite good-faith efforts. The reported event may suggest that the balloon burst during the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) and block h6 (device codes) have been updated. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy procedure performed on (B)(6) 2024. During the procedure, water leaked out of the balloon right after inflation. The customer also reported that the balloon portion of the device was broken. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. Additional information received on june 24, 2024. The customer reported that the balloon portion of the device had a hole.